Event description:
It was reported that, during the implant procedure, this left ventricular (lv) lead exhibited high out of range pacing impedances. The lead was removed but a break in the lead resulted in part of the lead remaining in the heart. A catheter was inserted to retrieve the remainder of the lead and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that this lead was returned in five segments. Visual inspection noted that the lead segments were cut and torn around the circumference of the lead in multiple places. Many of the lead segments were stretched and some pieces were curled from being pulled with force and let go. Many of the conductors were pulled to the point of fracture and several were severed, including one deformation that appears to have been grabbed with a tool. Further testing could not be performed on the lead due to the condition of the lead upon return. Laboratory analysis confirmed the lead was extremely damaged and all damage noted appeared to be induced during the implant procedure. The damage may or may not have been the cause of the observed high impedances.

Event description:
It was reported that, during the implant procedure, this left ventricular (lv) lead exhibited high out of range pacing impedances. The lead was removed but a break in the lead resulted in part of the lead remaining in the heart. A catheter was inserted to retrieve the remainder of the lead and a new lead was placed. No adverse patient effects were reported. This report is being filed to provide the results of the device evaluation and to correct fields.